Event description:
It was reported that during the attempt to implant the left ventricular lead, the wire became stuck in the lead and the lead was torn distal to the pin. The lead was not implanted and the patient had an epicardial lead implanted during a second procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned, analyzed and the guidewire was stuck in the lead. It was noted that all of the conductors were stretched, there was blood/body fluid on the distal conductor (not obstructed), the proximal conductor was fractured due to overstress and the outer insulation was torn.